Event description:
It was reported by a customer complaint that the pt was hospitalized due to a diabetic ketoacidosis. Per the rn at the hospital the pump was "not working", however, the extent of the troubleshooting that the rn did was unreported. The rn requested that a replacement pump be sent to the patient's home. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this had not yet been returned for analysis.